Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): phone: (B)(6). E3- occupation: (B)(6). G4- PMA/510(k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that while using a ncircle tipless stone extractor, the basket wire dislodged from the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: h6 (annex a and annex g) investigation ¿ evaluation it was reported that while using a ncircle tipless stone extractor, the basket wire dislodged from the device. Upon opening the device package, there was no damage noted to the device. The device was tested prior to a stone extractor procedure. Prior to the issue, the device was able to work properly and retrieve stones. The wire dislodged from the device while inside the patient. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures of the device were conducted. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one additional complaint associated with the reported device lot with an unrelated failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, the nature and cause of the reported issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2024: upon opening the device package, there was no damage noted to the device. The device was tested prior to a stone extractor procedure. Prior to the issue, the device was able to work properly and retrieve stones. The wire dislodged from the device while inside the patient.